Event description:
It was reported that the patient's device did not work and had not worked for a while. The wire broke about 2-3 months after it was implanted in 1993. The patient had not used the device since 1993 and the complete system was still in the patient's body. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3986pnc, serial# (B)(4), product type lead. Product ID 3986pnc, serial# (B)(4), product type lead. Product ID 7496-51, serial# (B)(4), product type extension. Product ID 7496-51, serial# (B)(4), product type extension (B)(4).